Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant product: 5076-45 lead implanted: (B)(6) 2013.

Event description:
It was reported that a remote monitoring transmission showed episodes collected due to twos (t-wave oversensing) post-sense during slow vt (ventricular tachycardia) episodes. It was noted that the patient appeared to have multiple arrhythmic morphologies, and only one appeared to cause twos. The lead remains in use. No patient complications have been reported as a result of this event.